Manufacturer narrative:
This device is used for therapeutic purposes. (B)(6). (B)(4). Product evaluation: no analysis results available; device has not been received for evaluation.

Manufacturer narrative:
Describe event or problem: it has been confirmed that the user received an error message, ¿system says; stimulator input failure.¿ there was no patient impact. Device available for evaluation yes. Received (B)(4) 2014. (B)(6). Date received by manufacturer: (B)(4) 2014. Product evaluation: analysis has begun, awaiting parts and final inspection. Method: actual device evaluated. Evaluation: visual inspection. Results: results pending completion of evaluation. Conclusion: conclusion not yet available-evaluation in progress. (B)(4).

Event description:
It was reported that the ¿stimulator input is broken¿. There was no reported patient impact.

Event description:
It has been confirmed that the user received an error message, ¿system says; stimulator input failure.¿ there was no patient impact.

Manufacturer narrative:
(B)(4). Product evaluation: service and repair found that the device was physically damaged. The connector board, I/o board and stim board were replaced. The damage to the connector board apparently caused damage to the other two boards. The item was updated to current design specifications. The item was tested and passed manufacturing specifications. Results: interoperability problem. (B)(4). Mechanical shock problem. Conclusion: use error caused or contributed to event. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.